Manufacturer narrative:
Qn#(B)(4). No sample is expected to be returned for evaluation. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that the tabs broke off of the peel-away sheath.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. However, this sheath is being investigated for the same issue at the manufacturing site. Therefore the probable cause of this complaint issue is manufacturing related. The reported lot number is included in the scope of recall z-0207-2016.